Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of above 300 mg/dl. The customer reported other blood glucose level were 307 mg/dl, 303 mg/dl, 251 mg/dl, 250 mg/dl and 312 mg/dl. Customer report they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performing high performance test. Customer reported that the drive support cap was normal. Customer did not provide any symptoms regarding to high blood glucose episode. The customer was treated with manual injection and ice water. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.